Manufacturer narrative:
Device manufactured between january 23, 2019 to january 24, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. The event occurred during packing of the product; when droplets were seen dripping down. The bags were filled with tpn (total parenteral nutrition). There was no patient involvement. No additional information is available.